Manufacturer narrative:
The reported defect of "balloon was missing" was confirmed. As received, balloon was not returned with catheter. There was residual adhesive observed at both bonds. The contamination shield and introducer were not returned. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion, however dried blood was observed at both the proximal injectate and proximal infusion ports. There was no visible damage observed from the returned monoject 1.5cc limited volume syringe. The catheter body appeared pinched approximately 107cm from the tip. Although the complaint was confirmed, there is no evidence that the defect is related to the manufacturing process, a cross functional team has been assigned to investigate these types of occurrences in order to determine a root cause and take actions as deemed necessary. A CAPA has been opened to address these types of reported events. Typically this will be detected while inflating the balloon during prep. The directions for use instruct the operator to check balloon integrity prior to use by inflating it to the recommended volume it also instructs the operator to check for asymmetrical and leaks by submerging the balloon in sterile saline or water. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the balloon of the catheter was found leaking before use and not filling up the syringe. It was further noted that the balloon was missing during the final check (lost during transit).